Event description:
As reported, the patient had an initial right tka on (B)(6) 2015. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur and recalled poly. The patient was revised to competitor's devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: unknown which implants are left or right. Serial #: (B)(6), category #: 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Serial #: (B)(6), category #: 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Serial #: (B)(6), category #: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. Serial #: (B)(6), category #: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. Serial #: (B)(6), category #: 200-02-38 - three peg patella 38mm. Serial #: (B)(6), category #: 200-02-38 - three peg patella 38mm. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.